Event description:
Boston scientific received information that during the replacement procedure of the associated device, this right ventricular (rv) lead displayed a shock impedance of 60 ohms, and all other measurements were normal after connection to new device. The next day during post operative testing, greater than 125 ohms was observed when programmed rv coil to right atrial (ra) coil to can, and rv coil to ra coil. Shock impedance of 80 ohms was displayed when programmed rv coil to can. The decision was made to leave the programmed configuration as rv coil to can. It was suspected there was an issue with the proximal coil. No adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.